Event description:
I was doing general landscape maintenance work at father-in-laws - blowing leaves, when the device discharged. Couldn't get my in law's attention on ground so ran up stairs to get help to call 911 and it discharged again. This is the 3rd time I've had an inappropriate shock from this device. Last time was 1.5 years ago. The boston scientific representative adjusted the settings (again) and told me not to get my heart rate above 120 bpm to not cause another inappropriate shock as the device is double counting certain beats. X-ray showed no breakage in the recalled bost. Sci lead model - 3501. Emergency doctor's assessment of my visit is "device malfunction". Reference report: mw5148281. Unrealistic recommendation by the boston scientific rep of not getting my heart rate above 120 bpm due to their device double reading my heart beats. Always having to worry about this now is not quality of life.